Event description:
On june 11, 1998, while trying to prepare total parenteral nutrition for a pt, fluid ran out of the hyperformer pump from behind the pump head door. After inspecting, noticed tubing on pump #6 defective & leaking. Rptr removed the pump dispensing set. On june 23, 1998, a new set was placed on the pump & #4 & #5 cassettes were not working properly. After inspecting, it appeared that they were either stretched out or too long.